Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was calcified in a tortuous obtuse marginal (om). After predilation the physician attempted to reach the lesion with a taxus express2 - 2.5 x 20 mm drug eluting stent, however, was unable to cross the lesion. Consequently, the stent was never deployed. Upon removal of the taxus stent from the pt's body, stent damage was noticed. The procedure was successfully completed with another taxus express2 2.50 x 20 mm drug eluting stent. No pt complications or injuries were reported. Pt status is reported as "fine".